Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips healthcare to report that the connector on the internal paddles would not connect with the adapter cable. There was no pt involvement.